Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd emerald 5ml syringes experienced foreign matter in the device cannula. The following information was provided by the initial reporter: it happened in the purchasing department. When opening the product, there was a circle of silicone oil behind the rubber plug, and the ring would move with the rubber plug.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/16/2021. H.6. Investigation: a device history record review was completed for provided lot number 1902106. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, five affected samples were returned for evaluation by our quality engineer team. Through examination of the samples, a large amount of silicone oil was observed within the syringe. The silicone oil is used to lubricate the inner part of the barrel and facilitate the movement of the plunger rod. The correct presence and quantity of the silicone within the syringe is evaluated as part of our routine manufacturing controls. A temporary issue with the siliconization process caused an excess amount of silicone to enter the product, resulting in this incident.

Event description:
It was reported that 5 bd emerald 5ml syringes experienced foreign matter in the device cannula. The following information was provided by the initial reporter: it happened in the purchasing department. When opening the product, there was a circle of silicone oil behind the rubber plug, and the ring would move with the rubber plug.